Event description:
It was reported that patient presented for routine follow-up when non-sustained lead noise episodes were noted on the stored egm. Noise could not be reproduced in clinic and diagnostic imaging showed no lead anomalies. Lead was capped and replaced. Patient was fine after the procedure.